Event description:
It was reported that the right ventricular (rv) lead had chronically low impedance and that had triggered a lead warning. It was also noted that the threshold was high at times, causing the patient to feel the pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068 1999 (B)(6). (B)(4).